Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a possible infection at the battery incision site. The patient was given antibiotics. On the follow up appointment, the physician confirmed that the incision site had healed and there was no infection.